Manufacturer narrative:
Expiration: unknown as lot is unknown. (B)(4) explant is labeled in the IFU. Event eval: still under investigation.

Event description:
A male pt underwent a procedure to explant zenith devices on (B)(6) 2011. The original date of implant was not provided nor were devices listed. The reason for explant is believed to have been due to a pinhole in one of the zenith iliac legs. No further info is available. All devices were explanted; however, pt current condition was not provided by the reporter.